Event description:
Customer's sister reported that the customer had passed away due to seizure caused by insulin reaction.customer's sister also stated that customer was wearing pump at the time of death.